Manufacturer narrative:
Method: actual device from event was evaluated. Results: standard performance tests were completed, which includes accuracy testing, along with a visual inspection. Conclusions: performance tests confirmed accuracy is out of specification (showed slight over delivery instead of under delivery as was reported by the customer) and evidence that the pump was dropped (broken case and internal plastic post damaged). The device required replacing the front and rear case and was recalibrated and is now performing to specification.

Event description:
Reported by the customer as: under infusion. Should have delivered 9.9, did deliver 9.3. No pt injury.